Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead dislodged, and that as a result, the patient experienced a syncopal episode. The physician elected to reposition the lead, which was performed without reported difficulty.